Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed discharge and impaired wound healing at the cls implant site. The evoke scs system was explanted.